Manufacturer narrative:
Investigation into this reported complaint case is ongoing; therefore, no conclusion can be drawn at this time. Currently, roche molecular systems is awaiting receipt of the patient sample, which, if adequate volume is received, will be sequenced to determine if there are any primer/probe mismatches. Investigation conclusions will be submitted through a follow-up report.(B)(4).

Event description:
The customer reported that they were testing samples from patients that were enrolled in a clinical trial for a drug. For one specific patient sample, the sample was tested initially with the cobas(r) amplicor(r) hiv-1 monitor test, v1.5 utilizing the ultrasensitive specimen preparation method. As the test result generated with the ultrasensitive specimen preparation method was above upper end of the linear range (100,000 cp/ml) for the method, the customer processed an additional aliquot of the patient sample utilizing the standard specimen preparation method, which has a higher upper end for the linear range (750,000 cp/ml). However, the test run with the standard specimen preparation method was invalid due to a high positive control failure. Forgoing a retest with the cobas(r) amplicor(r) hiv-1 monitor test, v1.5 utilizing the standard specimen preparation method, the customer tested the patient sample with the cobas(r) ampliprep / cobas(r) taqman(r) hiv-1 test. When the customer compared the test result from the cobas(r) amplicor(r) hiv-1 monitor test, v1.5 with the ultrasensitive specimen preparation method to the test result generated with the cobas(r) ampliprep / cobas(r) taqman(r) hiv-1 test, the customer observed that the cobas(r) ampliprep / cobas(r) taqman(r) hiv-1 test was under-quantitated when compared to the cobas(r) amplicor(r) hiv-1 monitor test, v1.5 with the ultrasensitive specimen preparation method.